Manufacturer narrative:
After review of the records, there is no evidence of revision or allegations against the left hip. This report was created in error and it will be rejected.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Ppf and sticker sheets received. Ppf alleges metal wear and metallosis.